Event description:
Rec'd report of tubings leaking at the filter air vent. A home pt on a buprenex IV pain med noted leaking of solution. The nurse was called and the tubing changed to solve the problem. He had pain while waiting for the tubing change and required bolusing of pain med for pain. No pt harm reported.

Manufacturer narrative:
Co received 5 used sets for testing. Four sets were confirmed for leaking at the proximal air vent. The test and investigation has progressed to the point that the vendor has identified the source cause of the problem. This was identified as a deep weld during the process of filter manufacturing. The vendor has since corrected their process such that this type of defect is less likely to occur.